Manufacturer narrative:
On april 25, 2018 vilex received a half pin removal tool (hp-rem) and handle (h505) from a distributor. On (B)(6) 2018 a surgeon was removing a half pin, common practice in external fixation, using the removal tool and handle. Upon removing the half pin without incident, the surgeon was unable to remove the removal tool from the handle. On may 1, 2018 vilex's quality control department inspected the instruments. Qc was able to remove the removal tool from the handle. Qc noticed there were signs of twisting and burs at the connection point of the removal tool. Qc suspects this could have been caused by excessive force being applied to the tool. Complaint files were reviewed. This is the first complaint on these instruments. If further information becomes available, vilex will update the MDR accordingly.

Event description:
Half pin removal tool would not disengage from the handle.